Event description:
The dentist reported 90 days after the dental implant was installed in intraoral region #3 it was verified its non osseointegration. 20 ncm of primary stability was achieved and immediate load was not performed.